Event description:
It was that during an unknown procedure two devices misfired. The surgeon could not squeeze the trigger at all on the first device and only partially on the second. A third device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6)2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 (b) device was received with no apparent damage, with the reload pan inside the channel and a blue piece of reload in the proximal end. In addition, only half spring of the reload was received. Further analysis shows loose drivers in the wedge guide, this condition did not allow the reload to be properly loaded into the device and the anvil would not close as expected. No functional test was performed due the condition of the device. It is possible that the piece of reload on the channel and the loose drivers, damaged the wedge of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and properly seated. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 851a67, and no non-conformances were identified.